Event description:
Additional information was received that surgical intervention was performed where this lead was explanted and replaced with another left ventricular (lv) lead. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead has dislodged into the right atrium. The lv lead was turned off, so brady pacing is right ventricular (rv) pacing only. Boston scientific technical services (ts) discussed with the field rep that lv outputs would need to be set subthreshold as lv pacing would be enabled during post-shock pacing and during any anti-tachycardia pacing (atp). No adverse patient effects were reported.

Event description:
Additional information was received the reprogramming was completed and at this time there is no plan to reposition this lead. Also, there were no adverse effects to the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.